Event description:
Customer rpts that suture broke during an inguinal hernia repair. Incident had no adverse consequence to the pt. Note: outcome to pt does not denote adverse event. MDR regulation of 7/31/96 requires reporting of incident once medical device family initially rptd assuming incident could recur.